Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. During visual inspection the inflation balloon burst was confirmed. The balloon had burst longitudinally, 4.8 cm in length. No balloon material was missing. Due to the nature of the complaint, no functional testing was able to be performed. The burst was confirmed through the visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements met specifications. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The burst balloon was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the case notes, 'the patient had highly calcification in aortic annulus'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the delivery system balloon burst at the end of valve deployment during a tf tavr case. The valve was fully deployed, with no pvl, and the patient was discharged. The root cause is unknown.